Event description:
It was reported that an em2400 valve set leaked. The leak was further described as "getting empty too quickly due to liquid pass out of the tubing and experience difficulties to attached the dropper tubing". The event occurred during compounding of total parenteral nutrition (tpn) there was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.